Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 597 mg/dl. The infusion set was changed and cannula did not appear to be bent. There were no pump alarms. The cause of the elevated bg was not known; however, the customer suspected it was due to the pump or supplies. The customer was hospitalized for diabetic ketoacidosis (dka) and elevated bg. The customer was treated with electrolytes, lantus and insulin drip. Bg lowered to the 90 mg/dl range. Pump therapy was resumed and bg elevated (420 mg/dl). At the time of the report, the customer had not yet been discharged. Tandem clinical diabetes specialist discussed infusion sites with the customer. Although multiple attempts were made to contact the customer for a discharge date, the customer did not reply.